Event description:
The patient reported that the patient's side has been jumping a little at the bottom of the patient's stomach, and that this had happened before, lasting a few hours and stopping. The patient had contacted their physician and understood that "they hit the wrong button and went haywire", but that the physician had corrected the issue. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 694965 implantable tachy lead, (B)(6) 2005; 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4).